Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm that was resolved by changing their infusion set. The customer's blood glucose level at the time of the incident was 480 mg/dl. Customer was not able to troubleshoot at the time of the call. Customer reported they continued to experience an elevated blood glucose level after changing out the infusion set. The infusion set is not expected to be returned.